Event description:
It was reported that a shunt system was removed from a patient because of a lack of reduction in the size of the ventricle, which was confirmed by CT scan. There was no patient injury reported, and a replacement shunt was implanted. It was reported that the shunt system was pre-tested prior to implantation, and flow was confirmed.